Event description:
It was reported that surgeon revised pt's acetabular liner because the liner was not seated. Original liner was a custom liner special made for the pt and surgeon replaced with a standard liner.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.